Event description:
It was reported that the pressure chamber h-2 is not reaching 270-300mmgh. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition with two pressure cuffs. During functional testing, the h-2 pressure cuffs where chained to a regulated air supply and the customer? Reported complaint was confirmed. The root cause of the reported issue was found the pressure gauge needed to be recalibrated. Installed test disposable and tempcheck test fixture. Powered on the device and performed 30 minute idle check and measured temperature; temperature was within tolerance. Installed digital pressure indicator and set compressor. Checked all disposables/ tube alarms. Device passed all functional and electrical tests.